Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer was admitted to the intensive care unit due to a blood glucose level of 711 mg/dl. Customer was treated with intravenous saline and insulin and was given medication to ¿clear the kidneys¿. The customer was released from the hospital on (B)(6) 2023 with no permanent damage. Reportedly, the pump could not be charged and subsequently the pump shutdown. The customer reverted to an alternate method for insulin therapy.